Manufacturer narrative:
(B)(4). Concomitant medical products- bone screw drill 3.2 mm diameter catalog#: 00512008500 lot#: 63129770, complaint sample was evaluated and the reported event was confirmed. Devices received and technical evaluation confirms that drill is seized in cut guide reference. It was noted that 4 of the 6 holes accepted the gage pin and some of the holes were noted to have burrs. The hardness of both instruments was within specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03985.

Event description:
It is reported that the drill got stuck within the femoral drill guide during a knee surgery. No additional information has been received.